Event description:
It was reported that pt underwent the adjustable gastric band implant procedure. The procedure was completed with no pt consequence. In mid december, the pt began having abdominal pain. The pt went to the hospital, and an endoscopy procedure was performed. It was reported to the implant surgeon, that there were signs of erosion. The surgeon removed the band. The pt has not gone back to the surgeon that did the initial procedure, and is refusing to provide the surgeon contact info. The surgeon is in the process of trying to get additional info for the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.